Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: "300 mg/dl something", "100 mg/dl something", and "200 mg/dl something". No adverse event reported. Return of the suspect device was requested for evaluation.